Event description:
It was reported the patient complained of pleural chest pain and diaphragmatic stimulation. An echocardiogram was performed and it was confirmed a lead perforation had occurred resulting in pericardial effusion. A pericardial window was surgically created. The right ventricular lead was revised and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).